Event description:
It was reported that during a laparoscopic right hemicolectomy, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned partially cycled but otherwise in good visual condition; no clip was in the jaws. In an attempt to replicate the reported incident, the cycle was completed and the trigger did not return to the fully open position, the trigger was manually opened and no clip was fed into the jaws. The instrument was cycled again and the trigger did not return to the open position. The instrument was disassembled in order to inspect internal components. Upon inspection, the trigger was found cracked, causing the feeding failure, the cracked piece of the trigger was broken during analysis. No conclusion could be reached as to what may have caused the damage found. Clip formation could not be evaluated due to the returned condition of the device; therefore, no conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.